Event description:
Reporter states that on (B)(6) 2016 at midnight he woke to find his blood sugar level at 400mg/dl. He used his insulin through the medtronic (B)(4) insulin pump then went back to sleep. He woke 1 hour later to find his blood sugar raised to 600mg/dl. He thought that his insulin didn't work, so he removed the sticky pad of the infusion set from his right buttock and discovered that there was no needle present. His wife used a metal detector and noticed that it alarmed when waved over the reporter's buttock. The next day, saturday ((B)(6) 2016), they went to the emergency room where they had imaging done and confirmed that the needle was inside the patient. He had a consultation on monday ((B)(6) 2016) and scheduled surgery for tuesday ((B)(6) 2016) at 7am. After surgery the reporter was left with 15 stitches. He contacted the manufacturer who stated that they will send him 2 new needles and that they will contact him soon. He has not heard back from them. He is now out of work and says that this ordeal has been a nightmare for him. He does not want this to happen to anyone else.